Event description:
Additional information was received indicating that diagnostic imaging was performed, and no anomalies were observed. No intervention is planned, the lead remains implanted and will continue to be monitored.

Event description:
Related manufacturer report number: 2017865-2023-10514. During follow-up, noise resulting in oversensing and automatic mode switch episodes were observed on the right atrial (ra) and right ventricular (rv) leads. No intervention was performed at this time. The patient was in stable condition and will continue to be monitored.